Event description:
It was reported that the insulin pump is malfunctioning. The blood glucose levels have been all over. Customer experiencing highs and lows. The current blood glucose reading is 197 mg/dl. The previous night, the blood glucose reading was 297 mg/dl. Over the weekend, the blood glucose dropped to 50 mg/dl. Customer stated that the drive support cap is loose. Smelled insulin in reservoir compartment. Nothing further reported.

Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. Motor error alarmed during rewind due to corroded moto home switch. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms. Moisture damage noted on lcd board.